Event description:
Allegedly on (B)(6) 20606, internal and external rotation of the right hip causes clicking in right hip with pain. On (B)(6) 2007, patient reports persistent right hip pain and examination reveals tenderness over the greater trochanter of the right hip. On (B)(6) 2008, patient complains of increased right hip pain. Add'l info rec'd (B)(4) 13: pt. Has been revised due to alleged mom complications.

Manufacturer narrative:
The investigation has been reopened. This report will be updated when the investigation is complete. Trends will be evaluated. The event code is addressed in the package insert. This is the same event as 1043534-2013-00820, 00822, 00823.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed and analysis showed no trend for item/lot. The package insert was also reviewed. The product was not returned. Evidence that product in specification when used.